Event description:
#Medwatcher #(B)(4). I just left the local emergency room. I awoke at 4:30 a.m. To extreme cramping and bleeding. Just 3 days prior, I felt a stabbing pain in the area of my ovaries. This has happened multiple time since having essure implanted in early 2008. After the pain, I started bleeding with no pain, which is very unusual for my menstrual cycle. On day 2, the pain began. It was bad, but I was controlling it with ibuprofen. This morning, the pain was unbearable. I couldn't keep the ibuprofen down. I went to the ER in extreme pain, vomiting, and covered in sweat. It took 3 pain injections and 3 nausea injections to subside my condition. I had a CT scan and blood work. They found nothing, and stated I could have passed a kidney stone. The same thing happened last year, and I went to my gynecologist. She found nothing wrong, and tried birth control pills for the 5th time. I have also already had cysts removed from both ovaries, along with endometriosis. The symptoms continue to worsen. My menstrual cycle is highly irregular and always painful. I am working to have the device removed. My abdomen has been swollen for years, as well. I have tried everything possible and can't get the swelling down.